Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the detachable needle disconnected from the bd integra¿ syringe and remained in the consumer's arm. The following information was provided by the initial reporter: "consumer's wife stated that the needle became disconnected to the syringe and stayed in her husbands arm when he was giving himself his b12 shot on saturday (B)(6)."

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the detachable needle disconnected from the bd integra¿ syringe and remained in the consumer's arm. The following information was provided by the initial reporter: "consumer's wife stated that the needle became disconnected to the syringe and stayed in her husbands arm when he was giving himself his b12 shot on saturday september 11.".